Manufacturer narrative:
The reporter's meter and one test strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter (B)(4). On (B)(6) 2021 at reportedly 6:12 am, the meter result was 4.2 inr. Within five minutes, the laboratory result using an unknown reagent was reportedly 1.8 inr. The patient reportedly did not take warfarin based on the meter result and reportedly resumed taking their warfarin dose on (B)(6) 2021 when the laboratory result was received. On (B)(6) 2021 at 5:54 am, the meter result was 2.9 inr. Within five minutes, the laboratory result using an unknown reagent was reportedly 2.1 inr. The therapeutic range was 2.0-3.0 inr and the patent tests weekly.